Manufacturer narrative:
Investigation summary: it was reported that the needle is dislodging from the hub. To aid in the investigation, three physical samples and two photos were provided for evaluation by our quality team. Two samples came in sealed packaging blisters and the other sample came in an opened packaging blister. The sample in the opened packaging had no plastic shield, the needle hub is contaminated with blood and the needle is out of the needle hub. The needle has a limited quantity of epoxy. It is not three hundred-sixty degrees around the needle, but only about sixty percent. The needle hub has no residues of white epoxy. The samples in the sealed packaging blisters were visually inspected and no defects or imperfections were observed. Each of these samples were tested for needle pull force and the results were found within specification. In the two photos provided, one photo shows a needle assembly with no plastic shield and the other photo shows the sample received with the needle out of the needle hub. This defect can occur if the white epoxy dispenser became clogged and did not dispense the correct amount of epoxy. Based on the investigation with the sample analysis the symptom reported by the customer is confirmed. The production line was verified that the equipment was working properly and delivering the right amount of epoxy and no issues were observed. Interviews were also conducted with the set up personnel for any issues experienced that could induce the symptom reported; no issues have been experienced or documented. A device history record review was completed for provided material number 305196, lot number 0115083. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd precisionglide¿ needle pulled out of the hub during use. The following information was provided by the initial reporter: "reports of 18 gauge needles becoming dislodged from the hub."